Event description:
It was reported that there has been "an increase in variations of r-wave measurements from check to check, with r- waves decreasing over time". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.